Manufacturer narrative:
Device evaluation a visual inspection of the device found a detached balloon with stretching evident to the inner lumen proximal to the proximal end of the balloon. The outer shaft of the device detached approx. 120cm distal from the strain relief and the outer shaft detached approx. 126.2cm distal from the strain relief. Detachment site on the proximal end of the device is seen under a microscope with frayed edges. Detachment site on the distal end of the device is noted at the proximal balloon bond. Under a microscope frayed edges and biologics are noted inside the inner lumen. Functional testing could not be carried due to the returned condition of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta balloon during procedure. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that after deflation of the balloon, when the investigator withdrew the balloon catheter, the shaft had detached from the balloon. There was difficulty removing balloon following balloon inflation, the complete balloon catheter could be recovered. There was no patient injury.

Manufacturer narrative:
Additional information: the left superior femoral artery was the target vessel. Vessel morphology is unknown. The balloon catheter was torn during withdrawal in the introducer. The balloon was deflated. No surgical intervention was required. No vessel damage noted. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.